Manufacturer narrative:
Upon further investigation, the following issue occurred while performing preventative maintenance testing. Therefore this complaint no longer meets the reportability requirements.

Manufacturer narrative:
Per the good faith effort (gfe) response, the front bezel that includes the nav-ring was replaced. The unit was returned to service.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that there were issues with the device and that the nav-ring is broken. It is unknown if there was patient involvement at the time of the event. No patient or user harm was reported. The field service engineer (fse) reports that there are issues with device and that the nav-ring is broken and would need to be replaced. The customer requested a quote for onsite service. Further information is pending.